Manufacturer narrative:
The investigation has determined that higher than expected phyt results were obtained when processing a quality control sample and two patient samples using two different vitros phyt slide lots on a vitros 4600 system. A definitive assignable cause could not be determined. The most likely assignable cause of the higher than expected vitros phyt results, when processing the two patient samples following the calibration of vitros phyt slide lot 2616-0166-7652, is a sub-optimal calibration. The most likely assignable cause for the higher than expected quality control result, is an issue with vitros phyt lot 2616-0165-6787. Ortho has opened an investigation to investigate an increase in imprecision for reagent lots from coating 0165. The performance of the instrument can be ruled out as a contributor to the event as acceptable within cart precision testing was obtained both before and after service.

Event description:
A customer obtained imprecise vitros phyt results when processing a quality control fluid and higher than expected vitros phyt results when processing two patient samples using a second vitros phyt slide lot on a vitros 4600 chemistry system. Phyt lot 2616-0165-6787. Vitros tdm iii lot x6157 vitros phyt result 20.36 ug/ml versus expected vitros phyt result 27.23 ug/ml. Phyt lot 2616-0166-7652. Patient sample 3 vitros phyt result 23.3 ug/ml versus expected vitros phyt result 19.1 ug/ml patient sample 4 vitros phyt result 12.9 ug/ml versus expected vitros phyt result 9.6 ug/ml a biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The higher than expected vitros phyt results were obtained during a patient correlation and were not reported outside of the laboratory. There were no reported allegations of patient harm as a result of the event; however the investigation cannot conclude patient results would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4). This report is number one of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved.

Manufacturer narrative:
A potential issue related to the absolute response rates and the dose response curve of phyt coating 0165 is being investigated. The FDA¿s new york district office was notified of this issue on 16 may 2018. Please refer to report#: 1319809-05/18/2018-001.

Event description:
This report corresponds to ortho clinical diagnostics inc. Complaint number: (B)(4).